Event description:
During a laparascopic ventral repair they were trying to cut the lysis of adhesions, the stapler locked up. It is unknown if the device was stuck on tissue. Able to get the device off and proceeded without incident. There was no patient consequence.